Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette chamber of a buretrol solution administration set was squeezed, cracked and leaked blood. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.